Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report #: 1627487-2014-25440 and 1627487-2014-25444. It was reported the pt was experiencing ineffective stimulation due to a fall about two months ago. In turn, the pt stopped using the scs system. It was also reported the pt stopped charging the system due the ipg being unable to hold a charge. An sjm representative met with the pt and confirmed the charger communication issue. Additionally, it was noted the pt is experiencing discomfort at the ipg site due hitting the ipg on surfaces. The pt may undergo surgical intervention to address the issue at a later date.